Event description:
Reporter is type ii diabetic. Used blood glucose strips. Blood sugars were under control and sometimes very low. She states this meant she could eat more food. She gained weight and didn't feel well. Test strips were returned to drug store and money was refunded. Reporter said drug store employee said there was a recall on these strips.